Manufacturer narrative:
Patient weight: unknown, asked but not available. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into patient's right eye, however, was removed. Additional information revealed that there was a capsular rent in the capsule after the primary lens was placed. The surgeon had noted that the patient had weak zonules during the surgery and capsular hooks were placed to assist with phacoemulsification of the lens. The incision was enlarged and lens was removed. Vitrectomy was performed and lens was replaced with an anterior chamber lens. But it was noted that the procedure was not successful with the back-up lens. The patient then left aphakic, but noted to be doing well. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Correction and additional information: upon reviewing the complaint folder, it was identified that the following code was inadvertently included in the initial report submitted. This report is used to rectify this error and following code does not apply to the report submitted: section h6: health effect - clinical code: 4581- eye anatomy issue (weak zonules) in addition, this report also captures the additional information received from the surgical facility. Following information was received from the facility: section a4: patient weight: 155 pounds. Section b5: the original lens was removed and replaced with a competitor lens. Section h6: health effect - impact code: 4627 - device explantation is replaced with 4631 - more complex surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.